Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No a33 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed with compromised force sensor system. The customer's blood glucose was unknown at the time of the incident. The drive support cap appears normal. Customer was advised to discontinue use of the pump and revert to the back up plan. Customer refused the replacement of the loaner pump and advised to have manual injections until the upgraded insulin pump arrives. The insulin pump will not be returned for analysis.